Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with less than 80 units of insulin during the load sequence. There was no reported impact to the customer¿s blood glucose level. Customer was advised that a minimum of 80 units was needed to reload cartridge, stated understanding of how to load new cartridge, declined further assistance.